Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "heat rash" on her back from the lifevest. The patient reported using powder on her back, per her own recommendation. There was no alleged device malfunction contributing to the irritation. Patient reported that she saw her pharmacist who mixed up a cream and gave it to her to use. Patient confirmed that there was no label on the container that pharmacist gave her, so she didn't know what the name of the mixture was. The patient confirmed that she used it and it helped her skin irritation improve.